Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Additional information was requested and the following was obtained: name of procedure: various. Does any of the 5 needles remain in the patient¿s tissue? No. What was the size of the needle used? 26mm. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needles fall off the suture before it was used on the patient or during use on the patient? Also, you mentioned that the pull off occurred during ¿various¿ procedures. Did all 5 pull off during this same procedure? Please clarify how many needles pulled off the suture during this one procedure. If additional needles pulled off during additional procedures, please create one file for each procedure and clarify the number of needles that pulled off during each procedure. Note: events reported in 2210968-2021-04916, 2210968-2021-04917,2210968-2021-04918, and 2210968-2021-04919.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle fell off and disconnected from the swage. Another like device was used. There was no delay to surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/17/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: h3 investigation summary: one packet of product code w1685bh was returned for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand to detect any issue related to damaged and no defects were observed during evaluation. A functional test was performed, and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch qmbdct, w1685bh12 and no non-conformances were identified. Additional information was requested, and the following was obtained: did the needles fall off the suture before it was used on the patient or during use on the patient? Also, you mentioned that the pull off occurred during ¿various¿ procedures. Did all 5 pull off during this same procedure? Please clarify how many needles pulled off the suture during this one procedure. If additional needles pulled off during additional procedures, please create one file for each procedure and clarify the number of needles that pulled off during each procedure. 1. During. 2. The needles fell off during one procedure.